Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of damage to the customer's insulin pump. The customer states they received unexpected restart alarm and external ram crc error alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer is being sent replacement pump, but declined to return out of warranty pump.

Manufacturer narrative:
The pump alarmed unexpected restart error after a battery change and reset the time/date to factory default due to a voltage leak at the interface board. The pump passed the self-test and displacement test. No unexpected external ram crc error alarms were noted during testing.

Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to connector voltage leak at interface board. Device passed the self-test and displacement test. No unexpected external ram crc error alarm noted during testing.